Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure, a dissection occurred. Target lesion 1 was 100% stenosed and located in the right coronary artery (rca). The reference vessel diameter was 3.5mm and the lesion length was 30mm. A 3.50x32mm liberte stent was implanted. Residual stenosis was 0%. Target lesion 2 was 80% stenosed and located in the rca. The reference vessel diameter was 3.5mm and the lesion length was 25mm. A 3.50x28mm liberte stent was implanted. An additional liberte stent was implanted to treat a dissection. Residual stenosis was 0%. The procedure was a technical success. The patient was discharged six days after the index procedure without angina or silent ischemia. The discharge medications were asa 100 indefinitely and clopidogrel 75 mg for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4): device not returned for analysis.